Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "keypad malfunction". The cause was determined when device was powered on, found keys #7, #8, and #9 malfunctioned during evaluation and the keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad that is not working. There was no patient involvement. No additional information is available.